Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump buttons were unresponsive. The patient's blood glucose at the time of incident was 11.0 mmol/l. Changing the battery did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the insulin pump was stuck at the medtronic logo; the problem was isolated to the printed circuit board assembly. Unable to perform functional testing including self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests also, unable to verify button keypad anomaly due to frozen display on the medtronic logo. The insulin pump was received with minor scratched display window and case.